Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated alleged the insulin pump was under delivering insulin because she received bolus not delivered on multiple occasions. The customer confirmed it was not a delay in bolus delivery. The customer also reported cosmetic damage to the pump, behind the battery cap area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with multiple boluses and monitored. No unexpected bolus stopped alarm noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).